Manufacturer narrative:
Insulin pump alarmed button error and there are no button response due to corroded keypad traces. Pump received with damages to the display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 140 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.